Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: depuy asr xl fem imp size 63 femoral head; asr acetabular implant 70 acetabular cup; large mod head adapt 12/14 +5 femoral sleeve/augment; summit por taper sz2 std off hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Asr revision due to take place on (B)(6) 2016. Asr xl; left hip. Reason(s) for revision: high levels of chrome and cobalt in blood. Update alert date 11th april 2016. Received legal letter and attached. On 11th april 2016, confirmation of revision date and that the claim is not currently litigated received on 3rd may 2016 update ad 25 aug 2018: (B)(4) is reopened under (B)(4) due to receipt of claimsuite alerts receive. In addition to what was previously alleged, claimsuite alleges alval/soft tissue reaction. Soft tissue injury has been added as patient harm. The product details for the stem and sleeve has been updated. Doi: (B)(6) 2006; dor: (B)(6) 2015; left hip. Email notification from crawfords received. There is no new alleged information provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.